Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the lamp was causing electrical interference of the electrocardiogram (ECG) monitor. As mitigation, the team turned the lamp off and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The lamp is a subcomponent of the heart lung machine (hlm) base and does not have a UDI label associated with it. The UDI of the associated hlm base is (B)(4) with a date of manufacture of 28aug2018. Per the field service representative (fsr) the end user swapped the lamp out for a lamp on another hlm base that was not in use.